Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an damaged j1 battery connector. The solder joint to pin 5 of the j1 connector was found to be cracked. The root cause for the damaged j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on.